Manufacturer narrative:
Although anticipated, the investigation of the device has not yet begun. A supplemental report will be filed upon completion of the results of the device investigation. (B)(4).

Event description:
When surgeon began to drill femoral tunnel with 4.5 drill bit, the whole fluted head of the drill bit broke off from the shaft of the bit and got stuck in the notch. The broken piece was retrieved with graspers, and a new drill bit was used. The surgeon was confident that all debris/pieces were removed from the patient. The same tunnel was used with the new drill bit used to complete the procedure; the drill bit was the same part and lot number. The patient's bone quality was average. There was a delay of a couple minutes in the acl procedure; the patient was noted to be okay post-procedure.

Manufacturer narrative:
The entire drill head has broken from the shaft. The break site is damaged in a manner that is consistent with contact with a guide wire. Due to the condition of the returned device, a complete dimensional and functional evaluation was not possible. Physical evidence suggests that excessive force was used which is warned against in the device IFU.